Manufacturer narrative:
H.3 product anlaysis revealed a separation of the wire tip. The separation appeared to be due to tensile forces placed on the wire tip. The exact cause of the wire tip damage and separation could not be determined.